Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. The battery compartment was damaged and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jun-2018 with the following findings: a visual inspection of the pump revealed evidence of moisture corrosion in the battery canister. A leak test failed due a battery compartment leak. The returned battery cap was fastened securely to the pump and then unscrewed ½ turn with no reboots occurring. The pump ez-prime steps were performed correctly; the pump alarmed with cs 088 watchdog alarm during the duration test. Further testing was unable to be performed due to the unrelated call service alarm. The pump¿s cover was removed and no moisture corrosion or damage was found to the power printed circuit board and other internal components. Unrelated to the complaint, investigation revealed a display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.